Manufacturer narrative:
Although requested, the treatment tip has not been received. A review of the device manufacturing record is in progress. Based on available information no conclusion can be drawn and no cause established.

Event description:
A patient reported that during a thermage cpt treatment, they experienced a burn on both cheeks. The treating doctor reported that they performed the treatment at a maximum power level of 4.5, that enough coupling fluid was used, and that the treatment tip was inspected during and prior to treatment without any observed abnormalities. The patient was given a topical anesthetic prior to treatment. During the procedure on the right side of the face, at 400 reps the doctor observed urticaria on the right cheek. At that time, the doctor inspected the treatment tip and tested the machine on their own arm with no noted abnormalities. Treatment was resumed on the left side of the face and at 150 reps, the doctor smelled burning and observed urticaria on the left cheek. Treatment was then discontinued. The patient was treated with cold compress with gentamicin and dexamethasone immediately, red led, burn ointment and epidermal repair fluid. Available images were reviewed by a medical specialist and it was noted that linear crusts are visible scattered over each side of the face, mainly on the cheeks.

Manufacturer narrative:
The treatment tip and data logs were returned and evaluation has been completed. The system has software safeguards that will trigger error/event codes when the system is outside of acceptable limits. Evaluation of the system data showed the hand piece and system performed as expected. The tip passed flow, leak, and thermistor testing. The tip failed visual inspection due to the observance of dielectric membrane breakdown on the radio frequency trace of the tip. No dents or scratches were noted. No functional testing was possible due to the condition of the returned device. A review of the device manufacturing record is underway.

Manufacturer narrative:
Both the thermage user manual (p009240-06 rev. A) and technical bulletin tb-19 instruct the operator to inspect the treatment tips for any signs of physical damage prior to, during, and after treatment. With respect to all thermage systems, clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every fifty pulses thereafter. According to thermage cpt system technical user¿s manual (p009240-06 rev. A) burns, blisters, and scabbing, are known possible patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Evaluation of the treatment tip confirmed damage along the radio frequency trace of the tip. Investigation found damage to the radio frequency trace is caused by stress concentrations on the flex assembly at the adhesive edge which damage the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. Based on the available information, this event was most likely caused by damage on the treatment tip.